Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. However, insulin pump received with stuck in motor error alarm loop during bolus delivery. The insulin pump's motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked battery tube threads.

Event description:
Customer's wife stated that the insulin pump is messing up and alarming motor error. The blood glucose reading is 188 mg/dl. The motor error occurred during the prime process. Customer is unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.